Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/30/2015. The fse found that the waste pump was defective and was causing the leak. The fse replaced the waste pump, which repaired the leak. The repairs were verified by established. (B)(6).

Event description:
The customer reported a leak from the bath of the coulter act diff 2 analyzer when running samples. The instrument also generated vacuum errors when the leak was noticed. The volume of the leak was about 1/4 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the date of manufacture it changed from 06/01/2004 to 09/01/2009.